Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. Based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Initial report stated that, the implant was loosen. On investigation, dentist subsequently stated that, the patient bone quality or drilling control is the probable cause of the implant failure. Patient received second implant. No specific information regarding patient was provided at time of investigation.